Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited steadily increasing pacing impedance measurements on the right ventricular channel. An alert was generated as the measurements were now greater than 2000 ohms. Threshold measurements have also continued to increase. A review of the device data identified many rythmiq events since implant with farfield signals from ventricular sensing. A revision procedure was scheduled; however, fluoroscopy confirmed the lead appeared stable and in the same position as the implant procedure. The patient will have bimonthly latitude checks to follow the impedance measurements. No adverse patient effects were reported.